Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A visual observation was made and the reported issue was discovered. Product was found in the seal of the paper preventing the sealing unit from sealing the package correctly. Corrective actions/preventative actions are not required due to the very low trend and this happening over 3 years ago no formal or corrective action put in place at this time. This complaint will be used for trending purposes and reviewed with plant management.

Event description:
The customer reported the issue: prior to use on a patient, package was found open. No patient involvement.